Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from multiple cartridges. The user's blood glucose (bg) level was over 500 mg/dl. The bg level was addressed with a manual injection.

Manufacturer narrative:
Cartridge(s) not returned for investigation. The investigation for the pump was completed and a different symptom was found.